Event description:
A report was received that the patient will undergo a pocket revision due to pain at pocket site.

Manufacturer narrative:
Additional information received indicated that the patient had the entire system explanted. There was no suspected malfunction and the physician assessed that the leads had migrated. The patient would have needed to complete an additional trial to reposition the leads in the correct location, thus the physician removed the device. The patient is reportedly doing well. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient will undergo a pocket revision due to pain at pocket site.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.